Event description:
The report received from the affiliate states that the stent could not cross through the lesion. During withdraw the stent dislodged. During the procedure, the cypher (crb13250/ lot 15289720) stent could not cross through the left anterior descending artery (lad) lesion. So the physician withdrew the stent. However, during the withdrawn process, the stent was dislodged from the sds. So the physician used guidewire to retrieve the stent and took it from the patient. The physician changed another one to complete the procedure. No impact to the patient.

Manufacturer narrative:
The complaint received states that the stent failed to cross through the target lesion and during withdrawal of the sds, the stent dislodged. During the procedure, the cypher (crb13250/ lot 15289720) stent could not cross through the left anterior descending artery (lad) lesion. So the physician withdrew the stent. However, during the withdrawn process, the stent was dislodged from the sds. So the physician used guidewire to retrieve the stent and took it from the patient. The physician changed another one to complete the procedure. There was no report of injury for the patient. One non sterile cypher select + 2.50 x 13mm was received coiled inside a plastic bag. The stent was received. The balloon was already inflated. Crimping and bumping marks were observed in the balloon. No more anomalies were found. Crossing profile could not be measure due to the received condition of the stent. During microscopic analysis crimping and bumping marks were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported 'failure to cross' by the customer could not be confirmed; due to the received condition of the stent. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore, no actions were taken. The reported failure 'stent dislodged-in patient' was confirmed. The exact cause of the failure experienced by the customer could not be determined; however, it does not appear to be manufacturing related; since there is evidence of the balloon was already inflated, also crimping and bumping marks were observed. Neither the DHR review nor the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. The failure reported 'failure to cross' by the customer could not be confirmed; due to the received condition of the stent. The cause of the failure could not be conclusively determined. The reported failure 'stent dislodged-in patient' was confirmed. The exact cause of the failure experienced by the customer could not be determined; however, it does not appear to be manufacturing related; since there is evidence of the balloon was already inflated, also crimping and bumping marks were observed. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. Review of the information suggests that lesion and procedural issues may have contributed to the reported events.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.